Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 3259, 19). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 19 - cause traced to user. Upon evaluation of the returned sample, the handle was unable to be turned and was stuck. The arm itself was loose and could be freely manipulated, but at no point would tighten. The sample was cut open in an attempt to evaluate the internal threading inside the handle. There appears to be minor galling present on the threading, which may have resulted in the stuck handle. Potential root cause is that debris became lodged in the threading during arm placement. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information was received indicating that there was a misunderstanding on the initial issue reported. As per user facility the correct description of the issue was the device being impossible to use due to handle was blocked, and it never fell on myocardium.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 22, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d2 ( suspected medical device - corrected device product code); g4 (date received by manufacturer) ; g7 (indication that this is a follow-up report) ; h2 (follow-up due to correction). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the hercules collapsed by falling on the myocardium and it was impossible to reposition it correctly, as it has no longer maintained desired position.   There was a delay for 2 minutes. Product was changed out. Procedure was completed successfully.